Manufacturer narrative:
This event was originally reported under MFR#2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 06sep2022 the review of files of this event type was completed. The patient underwent pump exchange due to infection in MFR # 2916596-2020-00361. Manufacturer's investigation conclusion: a direct relationship between the device and the reported bleeding could not be determined. The patient remains ongoing on vad support. The heartmate 3 instructions for use (japan) lists bleeding, localized infection, driveline infection, and pump pocket or pseudo pocket infection as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced massive bleeding (anemia tendency). Blood was transfused with packed red blood cells less than 4 units. Anticoagulant treatment at the time of event occurrence was warfarin and aspirin. The cause of anemia tendency was due to the complexity of medical management. There was no relationship between anemia tendency and this product. Anemia was exhibited due to the effects of perioperative inflammation. On (B)(6) 2020, after the operation, the major infection (unknown site) was prolonged and anemia was observed. Blood was again transfused with packed red blood cells less than 4 units due to massive bleeding. Anticoagulant treatment at the time of event occurrence was warfarin and aspirin. The cause of anemia tendency was due to the complexity of medical management.